Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. The catalog number and lot code of the device were not provided. The device was reported as an unknown v40 femoral head. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Legal case.

Event description:
Notice was received from plaintiff's counsel that a meridian pa stem and v40 femoral head were implanted on (B)(6) 2013 and that allegedly the patient sustained injuries as a result of the implanted device.

Manufacturer narrative:
An event regarding an unclear issue involving a dv40 cocr lfit head 36mm/+10 was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: indicate (B)(4) devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Notice was received from plaintiff's counsel that a meridian pa stem and v40 femoral head were implanted on (B)(6) 2013 and that allegedly the patient sustained injuries as a result of the implanted device.